Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was moving around in the pocket and one side of it was poking outward. As a result, the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device and it was repositioned. The patient was doing well postoperatively and the explanted device was kept by the facility.